Event description:
The distal electrodes on the ablation catheter were not detected by the mapping system. Manufacturer response for ablation catheter electrodes, tacticath contact force ablation catheter (per site reporter). Clinical site notified manufacturer directly.